Manufacturer narrative:
If the information is unknown, not available or does not apply, the section/field of the form is left blank. A review of the receiving inspection (ri) for cougar ls trial assy, 10mm was conducted identifying that lot number gm3788501 was released in a single batch on december 14, 2012 with no discrepancies. As a result, the ri identified no issues during the manufacturing and release of this device that could have contributed to the problem reported by the customer. A product investigation was completed: visual inspection of the complaint device showed the handle was broken at the proximal end with other small cracks. Dimensional inspection showed the relevant dimensions were conforming. The current and manufactured to drawings were reviewed; no design issues or discrepancies were identified. This complaint is confirmed as the handle was broken and cracked. No definitive root cause could be determined based on the provided information. There was no indication that a design or manufacturing issue contributed to the complaint. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(6) reports an event as follows: it was reported that during sterile processing it was noted the trial has cracks in the handle. During the investigation of the returned device, it was noted that the handle was broken at the proximal end with other small cracks. This report is for a cougar ls trial. This is report 1 of 1 for (B)(4).